Event description:
Complainant alleged that while attempting to defibrillate a pt, the device would not discharge. The device was attached to the pt using non-zoll electrode pads in combination with a non-zoll interconnect adapter. The medics determined the presented heart-rhythm to be shockable and charged to the device to 150 joules. The device indicated that the charge was ready however, attempts to deliver the energy were unsuccessful and the device would not discharge. It was noted that the device intermittently displayed a "check pads/electrodes" message. Repeated attempts were made to administer therapy to the pt unfortunately, the device would not discharge the energy. Complainant indicated that the pt subsequently expired.